Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a procedure and during which the shock lead impedance measurements dropped from 41 to 30 ohms and stayed low for several measurements. (B)(6) technical services (ts) suspected that this was due to the surgery and noted two signal artifact monitor (sam) episodes due to noise from a previous procedure. The health care professional (hcp) indicated they would continue to monitor. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).